Manufacturer narrative:
Although the reporter confirmed after reoperation that there was no failure in any of the inion products, and the treating physician assessed that the nonunion was due to patient noncompliance, this event is reported out of an abundance of caution. The information received thus far is limited, and more information has been requested. The investigation will continue if inion receives the additional requested information.

Event description:
Inion freedom¿ plates and freedom¿ screws were used in a rib fracture fixation. Postoperatively, non-union occurred, and the inion implants were removed during reoperation. Although it was confirmed that the inion products did not fail (the plates were intact and no screws were damaged), this event is reported out of an abundance of caution, as the information received thus far is limited.